Event description:
It was reported that a patient underwent a atrioventricular reentrant tachycardia (avrt) in wolff-parkinson-white (wpw) syndrome with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the tip of the catheter was found damaged with wiring exposed. No sharpened or lifted rings were identified. The device was not pre-shaped. The device was not used in the patient. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed that the soft tip was bumped. No internal parts were observed exposed. A device history record evaluation 60000418 was performed for the finished device batch number, and no internal actions were identified. The internal component exposed reported by the customer were not confirmed during the product investigation. However, the tip damaged issue reported by the customer was confirmed. This failure could be related to a potential skin incision size relative to sheath during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).